Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device. The complaint was not confirmed, as no device will be available for evaluation. The complaint deems a patient with a renasys go pump running to 180mmhg and when the dressing was removed there was pooling at the wound bed. The pump was referenced as ¿unknown¿ for the serial number. Given an unknown serial number, neither a device history record nor a service report can be researched for the pump. As part of the instructions for use (IFU) within the starting therapy section, it is recommended a therapeutic pressure range between 40-120mmhg in order to get the best benefit of the negative pressure wound therapy. A possible root cause is that in the normal operation of the soft port, dressing absorbed exudates and some foam particles additionally to a high pressure setting could slowed down the transportation of exudate within the system. Probably this could lead to pooling at the wound bed. The device is needed in order to rule out a pump malfunctioning.

Event description:
Failure to maintain vacuum: the go pump was running at 180mmhg, when we removed the dressing there was pooling in the wound bed. Foam was being used as a wound filler.